Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call and wanted to check insulin pump as was experiencing low blood glucose of 40 mg/dl to 53 mg/dl. Blood glucose at time of call was 279 mg/dl. Customer indicated that he was admitted to hospital for low blood glucose and other medical issues. Troubleshooting found that the pump was operating as designed. Customer was advised to monitor pump and follow up with doctor regarding the low blood glucose.